Manufacturer narrative:
(B)(4).

Event description:
It was reported that this lv lead had high threshold. There was no action taken yet.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.